Manufacturer narrative:
Initial and final MDR 1880757. Device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set soft cannula kinked events between 28-mar-2024 and 27-apr-2024. For the first event patient went to emergency room for five hours due to high blood glucose (above 400 mg/dl) levels. He took correction bolus via pump to resolve high blood glucose. The patient received intravenous fluids of saline and insulin as treatment and was released on from the emergency room on the same day. The set was in use for one day. For other four events, the insertion site was at side of arms. The event occurred within three hours of insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.